Manufacturer narrative:
External equipment was exchanged, however, the issue did not resolve. The external visual inspection revealed a severed electrode, cuts on the fantail, and cuts near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis revealed nitrogen that was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The reported complaints of no sound could not be verified during this analysis. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced loss of sound. The recipient's activation went well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.